Manufacturer narrative:
(B)(4). The device was manufactured august 4, 2014 ¿ august 5, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, a white particle approximately 1.59 mm in length was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that there was particulate in the reservoir of a large volume intermate. The device was filled with an unknown solution. There was no patient involvement. No additional information is available.